Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The physician could not cross the lesion with a 2.5x16mm taxus liberte stent. The 90% stenosed target lesion was located in the calcified and severely tortuous left circumflex (lcx). After it was removed outside the body, it was noticed that the stent flared and migrated. The procedure was completed with a different device. No pt injuries or complications were reported. Pt's condition listed as "good".

Manufacturer narrative:
(B) (4).